Manufacturer narrative:
After failing to cross the lesion located in the celiac artery, the physician attempted to withdraw the stent delivery system (sds) through the sheath introducer. As the sds was withdrawn into the sheath, the stent moved distally on the balloon. The stent did not separate from the sds. There was no reported patient injury. A clinically used opta pro sds was returned for analysis. As received, the stent was moved into distal direction but still on the balloon. One proximal stent strut was found to be up-lifted. The sds and stent were kinked at 8 mm proximal to the distal end of the tip. Residuals of dried blood were observed at the stent and between the balloon pleats. As received, the catheter shaft was cut through at approx. 9 cm distal to the proximal end of the hub. The involved sheath was not return. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including stent retention values. Microscopic examination revealed clear stent marks on the balloon material indicating that the stent was crimped on the balloon properly. Due to the up-lifted proximal stent strut, it appears that the stent hooked at the tip of the sheath during withdrawal and subsequently the stent moved forward on the balloon. It is stated in the information for use (IFU): to avoid dislodging the stent, do not re-advance the sheath over the stent. The reported stent dislodgement is considered to be procedure related. In this case, it is possible that the difficulty experienced by the customer was related to the patient's difficult anatomy and procedural manipulation.

Event description:
During a procedure to the celiac artery, difficulty was encountered navigating the palmaz genesis to the target site. Upon pulling stent system into the sheath (6f pinnacle), the stent dislodged. The physician snared the stent from the patient without harm. A 0.035" guidewire was used in the procedure. The site was accessed femorally. The product will be returned.